Event description:
It was reported that the patient experienced lipothymy. The patient's diuretics were decreased and the device remains in use. It was noted that the patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).